Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material remained due to incomplete reprocessing cause by air/water channel leak, and it is likely that moisture remained at the glue between the light guide lens and the distal end of the device (c-body) and caused crevice corrosion. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿operation manual includes the detection way in chapter 3 preparation and inspection. Reprocessing manual includes the preventive measures in chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the instrument channel failed the leak test, the distal end cover had chips/dents/scratches, the bending section failed the electrical continuity test, the control body had fluid, and the scope connector had fluid. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had an image unrestorable error code and water in the scope. The issue was found during preparation for use. There were no reports of patient harm.